Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the needle did not retract into the needle hub on the customer's serter. The customer also reported excessive bleeding while inserting the sensor. Customer also stated the bleeding had sotpped. Customer's blood glucose was 90 mg/dl. No additional information provided.